Event description:
The customer reported that the pump's touch screen was non-responsive in several areas. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.